Event description:
It was reported that the x-ray tube on the 9900 system was arcing and the rotor was noisy. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The rotor was adjusted and the x-ray tube was replaced during the service call. The system was tested, and found to be working as intended, and put back into service.